Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. Damages found during investigation are attributable to the removal surgery. This finding was expected because the device was explanted due to an extrusion of the device through the skin. Reportedly, a breakdown of the skin already occurred twice in 2018 and was treated surgically with skin flap surgery. A magnet strength reduction was carried out in june 2018. A too strong magnet strength might have been a contributory factor to the initial extrusion of the device. The investigation results appear to be in line with the problems given in the recipient report. This is a final report.

Event description:
The implant is extruding through the skin flap. The user was explanted on the (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant is extruding through the skin flap. This is a recurrent event which also occurred in (B)(6) 2018, when it was treated surgically with skin flap surgery.